Manufacturer narrative:
Other text: d4 UDI (B)(4) device evaluation: one device received for investigation. Visual inspection performed and found the device was received in with a bent front panel at the top right and above the pressure gauge, relief pressure, CPAP control knobs were cracked and loose from the spindle, the battery cover was also cracked. Tidal volume was rubbing on the front panel and on the battery compartment. Functional test performed and found the measurements were out of spec at minimum setting. The CPAP needle was found damaged during internal inspection which most likely due to physical impact. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3, b5 and h6. Health effects codes, updated. D3, g1,2 email is: regulatory.responses@icumed.com.

Event description:
Additional information received via email. Event date was updated from unknown to 01-august-2023. There was no patient injury and no medical intervention.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "failed flow". Patient involvement unknown.